Manufacturer narrative:
Visual inspection on the returned provisional identified no cracks on the product. The device exhibits scratches, scuff marks, nicks and gauging indicative of repeated use and the edges of the trial found to be slightly deformed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial knee arthroplasty, the tibial trial cracked. No adverse events have been reported as a result of the malfunction.